Event description:
A discordant elevated tpsa result was obtained on a patient sample. The result was reported to the physician who questioned the result. A repeat draw at a later date was run and a lower result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discordant elevated tpsa result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa result is unknown. The issue appears to be sample specific for this one patient since the discordant results are limited to this individual patient's samples on two different draws. The IFU for dimension tpsa flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.